Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that recurrent replace battery alarms had been occurring and that the battery was needing to be changed every two days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. A power loss was not observed; the battery compartment was found to be intact and the current draws were within specifications. The pump was removed from the case and there was no evidence of moisture or loose components inside the pump. Two low battery warnings and one replace battery alarm was observed in the black box with evidence of a partially discharged battery being installed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.